Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection shows that the luer collar for the male luer adapter has cracks in it and is no longer attached to the luer body. The customer complaint of tubing defective / damaged, was not verified but component damage - leak is confirmed. The root cause for the issue seen can not be fully determined, however, the probable root cause for the issue is that alcohol or and antiseptic was used on the surfaces of the male luer and the corresponding female luer, and not allowing it to dry fully before making the connection. If the alcohol or antiseptic is not allowed to full dry, the luer materials can become brittle and crack. The manufacturing and supplier groups have been made aware of the issue and will be monitoring future production for any emerging trends. A device history record review for model 20038e lot number 24066937 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite extension set was cracked. The following information was provided by the initial reporter: connector was hooked up to peripheral IV on baby in our nicu, the IV taken out and replaced and while reattaching connector it cracked off.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.